Event description:
Consumer alleges "the button that you push up and down on the remote has a short in it. Says he has to wiggle cord to make it work."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.